Manufacturer narrative:
During testing, it was noted that the device door roller pin was missing. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device indicated an occlusion alarm error code. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the device door roller pin was missing.